Event description:
It was reported the customer had a no delivery alarm on their insulin pump after administering an 8 unit bolus. Customer has rewound and primed their insulin pump and was able to successfully deliver a 2 unit bolus. Customer's blood glucose was 155 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer was advised to call back if the alarm returns. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.